Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pacemaker was malfunctioning. Patient was seen by the physician and was told that there was a lead anomaly. Patient was then scheduled for follow up to perform an echocardiography. The device remains in service. No adverse patient effects were reported.